Event description:
This lv lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed dislodgement cannot be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.